Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with 300cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. The patient was admitted to the intensive care unit the day following implant and her body was reportedly rejecting everything, including water, for four days. The patient stated to be experiencing all symptoms of breast implant illness and lost their ability to function. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-00233 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6441994 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).